Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted tool marks, dents, scratches, and a hole in the device case. The hole was near the lead barrels. The device was interrogated and found to be in safety core mode with a monitoring voltage was 3.11 volts. A review of the device memory noted a single bit memory fault and a lead leakage in session fault. Internal visual inspection found fluid contamination throughout the device. Analysis indicated the device went into safety core due to extensive physical damage which occurred during the explant procedure. The damage created a hole in the device case which allowed sterilizing solution to enter the hole and cause dendritic growth.